Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 are reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the heartmate mobile power unit (mpu) was confirmed via the submitted log files. On 19feb2025 at 02:13:02, the log file captured active low voltage hazard and no external power alarms while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v in five seconds. The alarms resolved at 02:22:32 when power was restored to the black power cable. The backup battery supported the system without issue during this event. The no external power event did not impact the system controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had the v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if any product will be returning; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 instruction for use section 3, entitle ¿powering the system¿, instructs the user to transfer the patient from the mobile power unit to another power source if there is a power failure. This section warns to not rely on the system controller¿s backup battery as it will only power the pump for a limited amount of time. The heartmate 3 patient handbook, which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review and captured low voltage hazard and no external power evets on (B)(6) 2025 at 02:13 through 02:22 while on mobile power unit (mpu) power. There was a loss of power to the mpu causing the emergency backup battery to be used until power was restored with only the black power cable of the mpu.